Manufacturer narrative:
Zoll has received the cool line catheter for investigation. A supplemental report will be filed when the product investigation has ben completed.

Event description:
A (B)(6) years old male patient ((B)(6) kg) was hospitalized and underwent ivtm treatment with target temperature set to 34°c degree. Cool line catheter was inserted into the internal jugular left vein by a physician without issues. After 26 hours of the treatment, the blood was noted in the suk and catheter leak was suspected. The temperature was at 34°c degree when the issue was noted. Per reporter, the catheter was not removed. No other temperature management procedures was performed. The current condition of the patient is intubated. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported complaint was not confirmed. Unable to confirm the reported problem due to the condition in which the catheter was received. Visual inspection of the returned catheter was performed. The catheter was returned with a damaged shaft, the catheter was completely cut at 1 inch away from the distal end of the manifold. Blood had accumulated/dried up on the balloons. Unable to perform the pressurized functional testing due to the condition in which the catheter was received. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with a lot number 80765.